Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient coincident with dianeal pd2 ambuflex therapy intraperitoneally (ip) via automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was also unknown if a peritoneal effluent analysis and culture were performed as well as if remedial treatment had been administered. On an unreported date in 2011, the event of peritonitis had resolved. It was unknown if dianeal pd2 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal pd2 ambuflex therapy. The nurse declined further contact.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.